Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. At the time of the reported event, the customer reloaded the cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level.